Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6) 2020, olympus medical systems corp. (Omsc) received literature titled "laparoscopy-assisted versus balloon enteroscopy-assisted ercp after roux-en-y gastric bypass". This study was conducted the endoscopic retrograde cholangiopancreatography (ercp) for 68 patients post-roux-en-y gastric bypass surgery between may 2013 and december 2017. The procedure of ercp was used by the subject device. In the literature, it was reported that as minor event pancreatitis, perforation, bleeding, cholangitis, intra-abdominal, kidney failure, and pain occurred. And, it was reported 4 serious injuries. These serious injuries were perforation of balloon enteroscopy-assisted ercp (bea-ercp), cholangitis, small-bowel obstruction, and small-bowel perforation and hernia of laparoscopy-assisted (lap-ercp). The procedure of bea-ercp was used by the subject device (sif-q180), and lap-ercp was used by tjf-q180v. Based on the available information, detailed information of the subject device was not provided, and there is no description of the relationship between the events and the subject device. However, omsc assumes that the 4 cases of serious injury might be related to the subject device since the subject device was used for the ercp procedure. There is no description of the device's malfunction. Omsc will submit 2 medical device report (MDR) for the event the medical device. This is a report regarding bea-ercp with sif-q180.